Manufacturer narrative:
The investigation into the thrombus issue has been completed. The device was not returned for benchtop evaluation and investigation. The root cause of the thrombus was most likely patient condition related.

Event description:
The user facility in japan reported a 78-year-old male was implanted with an impella device for mechanical circulatory support. Complainant in japan reported the patient was on impella cp support and upon removal of the impella, thrombus was observed. When the impella was removed, a large blood clot was found in the cannula. No treatment was required for the patient.

Manufacturer narrative:
The impella device was not received from the customer and therefore, an evaluation of the device was not possible. Upon investigation closure, a supplemental MDR will be filed.